Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels have been going up and down. The customer's blood glucose reached 500 mg/dl on (B)(6) 2017. The customer's blood glucose at the time of the call was 239 mg/dl. The customer stated that she moves around a lot during her sleep and her infusion sets rip off her insertion site. The customer stated that she treated her blood glucose with the pump but she went low, so she treated with manual injections instead. The customer also reported discrepancies between the sensor glucose and blood glucose reading. No troubleshooting for high blood glucose was conducted. The product wasn't returned for analysis.